Manufacturer narrative:
The customer did not supply the demographic of the patient's weight. The customer's phone number is (B)(4). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's laboratory to assess instrument performance as the customer was not questioning the performance in conjunction with this event. All of the system parameters, including quality controls (qc), calibrations and system checks were performing with instrument specifications at the time of the event. The access accutni+3 reagent was not returned to bec for further investigation. No further information is available regarding the performance of the reagent. There were no reports of error messages, system flags or issues with other patients/assays in conjunction with this event. It was noted by the customer that the sample collection tube was not filled correctly prior to analysis. In addition, the sample was not allowed to clot for the recommended thirty (30) minutes prior to processing and analysis. In conclusion, sample handling is the cause of this event as the customer did not follow manufacturer guidelines for collecting and processing the patient's sample.

Event description:
The customer reported obtaining a non-reproducible, elevated troponin I (access accutni+3) result for one (1) patient on the laboratory's access 2 immunoassay system serial number (B)(4). Subsequent testing of the same sample on the same access 2 immunoassay system produced a lower result within the normal reference range of the assay. A second sample was collected from the patient in question and analyzed on the same access 2 immunoassay system the same day ((B)(6) 2016) and a similar lower result within the normal reference range of the assay was obtained. The customer stated that the initial, elevated access accutni+3 result was released from the laboratory. As a result of the elevated access accutni+3 the patient was admitted to the cardiac care unit (ccu) of the hospital. System performance indicators such as quality controls (qc), calibrations and system checks were performing within the instrument's and assay's specifications at the time of the event. There were no reports of hardware errors, system flags or issues with other assays in conjunction with this event. The patient's sample was collected in a serum tube which was centrifuged for ten (10) minutes at 3000 rpm (revolutions per minute) at room temperature. The customer noted that the collection was a short draw indicating that not enough patient sample was collected for the tube in use.